Event description:
It was reported that a particle matter was inside an exactamix 3000 ml eva tpn bag. This was observed during the visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between november 19-21, 2023. H11: the actual device and three (3) photographs of the sample were provided for evaluation. Visual inspection of the photographs showed sample was filled with solution, and a white particulate was identified inside the fluid path. Visual inspection on the actual sample was performed and a white particulate foreign matter was observed. The reported condition was verified. The cause of the condition could not be determined; however, a probable cause may be due to a spike core from spiking a source ingredient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.